Event description:
A routine chest x-ray was performed on pt and it was discovered that the device catheter had broken into two (2) pieces. One portion of the device catheter has been surgically removed and the other segment of catheter remains implanted in the pt.